Event description:
When the physician was slightly shaping the tip of the atw marker guidewire, with the introducer needle used to delivery the guidewire, the coiled tip of the guidewire deformed (probably stretched). The guidewire could not be used for the procedure, therefore, a different guide wire (product unk) was used instead and the procedure was finished successfully.

Manufacturer narrative:
While shaping the tip of an atw steerable guidewire with the introducer needle, "the coiled tip of the guide wire deformed (probably stretched)". The wire was not used for the procedure and no pt injury occurred. The product was not returned for evaluation. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot indicate this product was final inspection tested and was determined to be acceptable. The complaint could not be confirmed without return of the actual product. Review of the available info suggests device handling may have contributed to this event.